Event description:
Bi-polar acetabular component was implanted in 2000. In 2000, components were removed and replaced with total hip prosthesis following dislocation of hip and disassociation of modular head from bi-polar.